Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with cefepime (1 gram daily, route and duration not reported) and vancomycin (1 gram, frequency, route, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4).additional information b6. Additional information for b5: on an unreported date, antibiotic therapy was completed. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as unknown). The peritoneal effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.